Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) osseotite® implant 3.75 x 11.5mm (oss311) was returned for investigation. Visual evaluation of the as returned product identified the implant fractured at the top of the threads, just below collar. The device history record (DHR) was not available electronically for the subject lot number (254508). Therefore, it could not be further reviewed at the time of the investigation. A notification has been sent to manufacturing to request the DHR for review. The pce will be re-opened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported event. Complaint history review was performed for the reported lot number (254508) for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Unique identifier (UDI) number unknown / not provided.

Event description:
The doctor reports that the implant fractured and that the patient had to return later for another implant. The affected dental position is 25 and the patient did not suffer any type of setbacks or impacts to his health.